Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited shock impedance measurements greater than 200 ohms. After the pocket was opened, it was noted that the setscrew was not connected. The lead was reinserted and the setscrew was tightened appropriately. Once properly connected, the shock impedance measurement was 68 ohms. No adverse patient effects were reported.